Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while traveling after a dexcom g7 continuous glucose monitor (cgm) sensor expired, which interrupted glucose data and paused ilet insulin delivery. The user did not have access to a glucometer to enter a blood glucose value and resume delivery until arrival at the destination, after which a new sensor was applied and insulin delivery resumed, with the highest blood glucose reported as 307 mg/dl and a subsequent reading of 227 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a minor illness/impairment impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem related to an improper or incorrect procedure, and no applicable device component failure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.